Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level was "high". The customer administered a correction bolus and changed the infusion set. Reportedly, the customer disconnected from the pump, performed the fill tubing step, reconnected the pump, and was able to resume insulin delivery successfully. As the events occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.